Event description:
It was reported that within 7 months after follow up, battery impedance increased from 1.1 kohms to 15.6 kohms. The patient is scheduled for a follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.